Manufacturer narrative:
Corrected data: d10/h3 originally indicated that no return was to be made. The device was located and the actual device was, in fact, returned for evaluation. The reported event could be confirmed. In the detailed device inspection, it is stated that; ¿(¿) the investigation shows that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The strong plastic deformation with material bulging next to one breakage area also pointed to too high forces which acted on the plate during the application (¿)¿. Additional details regarding the reported event have been requested such as the type of procedure, postoperative x-rays during initial surgery, as well as surgery reports during implantation and explantation. In the surgery report during initial implantation, it is stated that the diagnosis was a right mandibular angle fracture. Stryker¿s medical expert has stated; ¿(¿) wrong plate used for the fracture. (¿)¿. The use of the reported plate to fix the fracture is considered as off-label use. Based on theperformed investigation, there is no indication of a product malfunction nor any systematic design, material or manufacturing related issue.

Event description:
It was reported that the plate broke three weeks after implantation and required a revision surgery to extract that plate and implant another. No additional adverse consequences were reported.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded at facility.

Event description:
It was reported that the plate broke three weeks after implantation and required a revision surgery to extract that plate and implant another. No additional adverse consequences were reported.